Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was observed that the cutting wire remained tense after tightening, despite the lever being fully relaxed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of cutting wire failure to release bow.